Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.

Event description:
The customer observed a falsely elevated alinity c magnesium (mg) result generated for an 87-year-old female patient sample. The following data was provided (customer¿s reference range 1.6 - 2.6 mg/dl): sample ID (B)(6), initial result = 2.7 mg/dl, repeat result on instrument (B)(6) = 1.3 mg/dl no impact to patient management was reported.